Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the patient was being treated for a simple fracture of the olecranon. The surgeon implanted a locking compression plate hook plate on (B)(6) 2013. After reviewing the follow-up x-ray the surgeon expressed concern about the patients progress ahead. The surgeon felt the fixation of the fracture site is insufficient because the catch of the hook is weak and the angle measure of the bent hook is low. This report is for an unknown screw. This is report 2 of 5 for complaint #(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient reported to be in her 70's. This report is for one unknown screw. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.